Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® brand pronto¿ quick release needle holder has difficulties ejecting needle. No report of injury or medical intervention. No report of blood exposure to mucous membrane.